Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that, increased defibrillation impedance was observed on the lead. No intervention has been performed. The patient was stable.